Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display due to critical pump error (open book image) alarm. Device received with cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen due to moisture. The customer¿s blood glucose level was 130 mg/dl time of the incident. Customer stated that hey heard fluid when shaking the insulin pump. Customer stated that they saw fluid under the pump screen. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.